Manufacturer narrative:
Hill-rom technician support suggested replacing the external alarm. It is necessary for the progress a bed to have an effective maintenance program. We recommend that you do annual preventive maintenance (examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their bed. It is unk if the facility performs preventative maintenance on their beds. The account will replace the external alarm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was not alarming at the bed. The bed was located in the ICU at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).